Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bearing, catalog #: unk, lot #: unk. Unknown tibial tray, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. When the investigation is complete, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06797, 0001822565-2018-06798, 0001822565-2018-06799. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain, problems walking, back and sciatica issues, loosening, and plate too large for patient.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this product was reported under the incorrect MFR#.

Event description:
No additional event information available for this product at the time of this report.